Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The lens was discarded at the surgery site. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted due to unsatisfactory results. Through follow up it was learned that the patient was not satisfied with their vision following implantation. At explant there was no incision enlargement, no vitrectomy or patient injury. Another lens was implanted which is believed to be a non-amo lens. The explanted lens was discarded by the scrub technician at the surgery center. No further information was provided.